Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. Estimated age, patient reported to be in their 70's. It was reported that calcification was noted in the left and right common femoral arteries. The perclose proglide instructions for use states the safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the difficulties and treatment to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other three proglide devices referenced were filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement with two proglide devices were attempted in the calcified left common femoral artery (lcfa) and the calcified right common femoral artery (rcfa) using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. The arteriotomy was 6fr. Reportedly, cuff misses occurred with two proglide devices in the lcfa and two proglide devices in the rcfa. Two additional proglide devices were used for successful suture placement in the lcfa and rcfa using the preclose technique. The sheath was upsized to 14fr sheath in the lcfa and a 16fr sheath in the rcfa and the aaa procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.